Event description:
A malfunction on a customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised to continue using the current pump and reset it if necessary, as there was no backup therapy available. The customer was informed that the replacement pump would have updated software and received instructions for returning the defective pump within 10 days to avoid charges. Additionally, they were guided on programming settings and connecting their cgm to the replacement pump.